Manufacturer narrative:
Date MFR initially forwarded report to FDA.

Event description:
A bladder neck suspension procedure utilizing a protegen sling was performed without incident on 6/24/97. On 8/26/97 the pt required further surgery to remove the sling material which had eroded into the urethra. Directions for use outline as potential complications: "the following complications have been reported as consequences which may occur in urological implant procedures. Urinary retention and infection. Consequences specifically related to materials: pelvic sensitivities and tissue erosion."